Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated there was a pr logic detection and wavelet issue. It was noted the wavelet match scores did not meet the percentage to discriminate correctly leading to inappropriate shocks.

Event description:
It was reported that the patient received inappropriate tachyarrhythmia therapy from the implantable cardioverter defibrillator (ICD)&#399;r an episode of fast atrial fibrillation (af). It was noted the episode of af with irregular supra ventricular tachycardia (svt) and af with regular svt were rejected by pr logic and discriminated as a ventricular tachycardia (vt). In addition, there was p-wave undersensing from the right atrial (ra) lead and the wavelet discriminated incorrectly and did not withhold therapy. The physician chose to monitor the patient's fast conducted af and also turned off auto template collection for wavelet. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.